Event description:
Rn attempted to deflate balloon of foley catheter to remove same. Unsuccessful with syringe, attempted to cut 'h' leg. Also unsuccessful at deflating the balloon. Regret no intervention to remove catheter. Attempted to pierce balloon with stylette. Foley inserted 10/8/93, unsuccessful. Finally catheter came out with manipulation of the prostate.